Event description:
On (B)(6) 2019, during a pacemaker implantation procedure, as the subject ventricular lead was not positioned on the intended site, the physician attempted to insert a stylet into the ventricular lead to reposition it. However, the physician was unable to insert a stylet into the ventricular lead. All stylets included in the lead package (ez stylet l-mpa, ls-52, fs-52) were tried, but none of them could be inserted into the ventricular lead. The ventricular lead was removed from the patient body. A new ventricular lead was inserted instead and the procedure was finished with no problem. It was still impossible to insert a stylet into the subject ventricular lead outside the patient body after removal.

Event description:
On (B)(6) 2019, during a pacemaker implantation procedure, as the subject ventricular lead was not positioned on the intended site, the physician attempted to insert a stylet into the ventricular lead to reposition it. However, the physician was unable to insert a stylet into the ventricular lead. All stylets included in the lead package (ez stylet l-mpa, ls-52, fs-52) were tried, but none of them could be inserted into the ventricular lead. The ventricular lead was removed from the patient body. A new ventricular lead was inserted instead and the procedure was finished with no problem. It was still impossible to insert a stylet into the subject ventricular lead outside the patient body after removal.

Manufacturer narrative:
The preliminary analysis of the returned lead did not reveal any anomalies.

Event description:
On (B)(6) 2019, during a pacemaker implantation procedure, as the subject ventricular lead was not positioned on the intended site, the physician attempted to insert a stylet into the ventricular lead to reposition it. However, the physician was unable to insert a stylet into the ventricular lead. All stylets included in the lead package (ez stylet l-mpa, ls-52, fs-52) were tried, but none of them could be inserted into the ventricular lead.the ventricular lead was removed from the patient body. A new ventricular lead was inserted instead and the procedure was finished with no problem.it was still impossible to insert a stylet into the subject ventricular lead outside the patient body after removal.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190726 - file-2019-01642 - analysis_and_closure_report_resp-2019-01074.pdf, 20190619 - lead_inspection_at_reception_sat-2019-01952.pdf].